Manufacturer narrative:
(B)(4). The sample is available and requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of an opened over pouch. Companion sample was returned to baxter for complaint investigation. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause of this complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
During follow up on a separate issue, the home patient (hp) stated that they had a cassette bag (outer package) that was opened by the perforation. The patient was involved but there was no patient injury or medical intervention reported.